Event description:
It was repotted that during a sigma procedure after opening the device, it could not be removed out of the anastamosis. A second resection was performed with a new device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.